Event description:
Customer's nurse claimed meter was reading too high. In 2002, customer had a hypoglycemic episode. Customer was given d5-dextrose by the paramedics and responded favorably. Caller's nurse performed a control test and it was within specifications. Testing was conducted on the fingertips.